Manufacturer narrative:
This MDR is being submitted per out procedure. Type 1 pt was hypoglycemia with reported blood glucose reading of 15. The pt required third party intervention (paramedics) and was treated for hypoglycemia using dextrose/sucrose. No device was available to be returned for investigation and no other info was forthcoming from the pt or his wife about possible cause so no other cause could be identified.

Event description:
Pt's wife reported to ventricular customer care that her husband is a type 1 diabetic pt who has been using the v-go-30 for 1 week and had a low blood sugar reading of 15. Paramedics were called to her husband work location to attend to him. The pt's wife mentioned that the paramedics provided her husband with either dextrose or sucrose to get his blood sugar to go up. Pt declined to be taken to the hospital by paramedics. After the paramedics left, his blood sugar went up to 174 and then by the time her husband returned home, his blood sugar reading was at 115. The pt wife did mention that his doctor might be placing him on the v-co 20. Valeritas adverse event (ae) assessor phoned the pt at both phone numbers given as contact info for further investigation of the case. There was no answer. Ae assessor has placed multiple calls to the pt and left a call back number and the pt has not returned the calls. Without speaking with the pt. The ae assessor was unable to identify contributory causes to the hypoglycemia and compare pt pre-vgo insulin regimen and pre-vgo bg range to pt. Vgo insulin regimen and bg range. This case will be closed without further f/u from ae assessor. If the pt returns the calls, the case will be reopened for further investigation.